Event description:
It was reported that a spectrum pump had multiple unspecified issues. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported multiple issues in that eval found delayed keypad response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.